Event description:
Customer reported issues such as reduced battery life, lasting approximately two days, and requiring harder presses on the wake button. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for the issues reported.